Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information is available for reporting UDI: (01)gtin unavailable, product made prior to gtin compliance date device is an instrument and is not implanted/explanted. Device has not been returned for investigation device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported that during spinal fusion original procedure on (B)(6) 2018, tip of screw driver shaft broke off. No fragments were generated. No patient harm noted. No delay in procedure. Procedure was completed successfully and patient noted as stable this is report 1 of 1 for (B)(4).